Event description:
It was reported that the medium-large clip applier jaw was bent, and the clip would not go in. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred prior to clip application while inside the patient's abdomen. The surgeon stated that the instrument was bent. This occurred during the 2nd clip application attempt.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. The instrument was found to have one (1) severely bent grip, causing them to be misaligned. A clip cannot be properly loaded into the clip groove the grip-tips. The grips were not found to have cracking damage.